Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient used to have pulsing that would make them unable to sleep, so they would turn their device down at night. They then stated that they started to have throbbing in their leg so when they went to change the programs, they realized the program was on program c when they used to be on program a. The caller stated that they had tried to increase the stimulation and the patient was able to walk with less pain. The patient stated that they were on 1.75 volts but they used to see 50 and were able to turn the voltage up to 150, but they were not able to anymore. They stated that they were trying to get in contact with their rep and they were wanting to know why they had been able to turn their programmer up to 80 and 150, but now they weren¿t able to. On the call patient services had the patient check their programmer and it showed stimulation was on. Patient services redirected the patient to their healthcare provider (hcp). The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they saw the patient on wednesday, july 24th. They stated that they did some reprogramming, which seemed to help provide better pain relief. The patient¿s voltage was at .8 to 1.5 volts, in which the patient requires low intensity for pain relief. The patient would keep the rep posted with how they are doing. The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s family member thought that the voltage was changed up to 80 or 150 on program c when they used to be on program a. The patient thinks that he was in error, and he does not think that he can reclaim the setting of up to 100. The patient¿s family member thought that they were back with their previously programmed settings, and he thought that this issue was resolved. The patent¿s family member did not think that this was a problem, and he may have misread a decimal point. The patient is not working that program, and he does not think that it is an issue. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2019. It was reported that the patient is doing well, and she is switching through different programs that were set up. The patient¿s family member was a little confused with the 80 and 150. He is now aware that it was 1.80 volts and 0.50 volts and that everything is good. There were no further complications reported.